Manufacturer narrative:
Eight months later, the device was electively replaced. The device has since been returned and is currently in analysis. When analysis is complete, this report will be updated. Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device was explanted prior to reaching end of life (eol).

Manufacturer narrative:
The device and right ventricular (rv) lead remain in service at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this device was exhibiting cross-talk on the ventricular channel with some pacing inhibition. The patient had mild symptoms reported. Technical services discussed programming options to alleviate this issue.